Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the op check-therapy delivery failed. The customer opted to have a third-party company resolve the reported issue. Multiple attempts were made to request information regarding how the third party resolved the reported problem; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device. Multiple attempts were made to request information regarding resolution of the reported problem; however, no information was made available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and supplemental reporting will be completed.